Event description:
It was reported that an app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration ¿ additional information b5: describe event or problem ¿ additional information d1 brand name ¿ additional information d4 catalog no ¿ additional information g6 type of report ¿ additional information h2: additional information h6: type of investigation ¿ additional information h6: investigation findings ¿ additional information h6: investigation conclusion ¿ additional information.